Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported pain accompanied by an uncomfortable noise/vibration when turning the processor on and when turning the processor off. These symptoms began on approximately in 2007. The patient has not reported changes in sound quality or auditory performance. An x-ray reportedly showed a kink in the electrode array near the cochleostomy. The results of an integrity test done on the following month were consistent with normal receiver/stimulator function with unusual responses on two electrodes. These two electrodes were deactivated in the patient's sound processor program. The patient initially reported that she did not experience any non-auditory sensations with the new program. However, on the following day, the patient's parent reported that the patient was experiencing pain with implant use. The family and surgeon decided to have the device replaced. The device was explanted on the following month, and the patient was reimplanted with a new device during the same surgery.